Event description:
Additional information received reported the patient symptoms of infection which included; redness, swelling, drainage, incisional wound opening, and pocket erosion. It was noted that the device pocket was the primary location of the infection. It was indicated that a culture of the device pocket was obtained at the lumbar region. It was reported that (B)(6) was the type of organism cultured. It was noted that the patient was administered perioperative antibiotics and that the infection was treated with intravenous (IV) antibiotics. It was reported that the infection was resolved and the patient was stable. The entire device system was removed; however the date of removal was unknown. The drug delivered via pump was morphine.

Event description:
It was reported that the patient got infected following a pump replacement. Regarding whether the patient was receiving effective therapy with their new pump, it was noted that "now pump is out." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4) product type programmer, patient; product ID 8709 lot# serial# (B)(4) implanted: 2007-(B)(6) explanted: product type catheter; product ID 8598a lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)